Event description:
While attempting to remove the wire from a dobhoff tube the end cap pulled off and the wire poked nurse's left thumb causing a minor puncture wound. Nurse then had to hang onto the wire with gloved hand until the nurse could get a hemostat to pull wire out which was slipping back into the tube.